Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. Device availability - product not returned to zimmer biomet facility. Zimmer biomet employees evaluated product at the (B)(4) facility. A review of the provided data and the visual examination of the components have indicated the presence of multiple faint wear stripes on the femoral head as well as wear patches on both bearing surfaces. Such mechanisms can arise when the acetabular component is sub-optimally positioned or if the patient has a degree of joint laxity. The deep scratches on both bearing surfaces, in addition to the indentations on the acetabular bearing surface, suggest that a third body was present, the source of which is unclear. There was minor evidence of fretting in the form of a very small region of black residue near to the rim of the female taper on the femoral head. Product left conforming to print as there was no evidence that states otherwise. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." Number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-04542 / 04543).

Event description:
It was reported that patient underwent a right hip procedure on 2025816-2015-00122 2006. Subsequently, the patient was revised on 2025816-2015-00122 2013 due to adverse reactions to metal debris (armd). During the procedure, a fluid-filled cyst, caseous material posterior to the femur, and erosion of the bone were noted. Reported from (B)(4) laboratory.